Event description:
It was reported that the patient had experienced decreased mental status. The patient's rate was decreased at last visit secondary to denial of pain symptoms and worsening dementia. The patient's daily dose was decreased by 14%; dilaudid from 0.3505 mg/day to 0.2998 mg/day and bupivicaine from 5.258 mg/day to 4.497 mg/day. It was noted that the seriousness resulted in in-patient or prolonged hospitalization. The pump was used to deliver dilaudid and bupivacaine.

Event description:
Additional information was reported that the manufacturer's employee confirmed the event was related to a urinary tract infection that was unrelated to the device, therapy, or procedure. The decreased mental status was secondary to infection.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. 8835 personal therapy manager, serial # (B)(4). (B)(4).